Event description:
It was reported that the patient presented for an implant procedure. During the procedure, two right ventricular lead implants were attempted, however, their helix were distorted during insertion. The leads were ultimately not used. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix got distorted/damaged was not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing was normal.